Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during set up of an impella cp pump for support of a 62-year-old male patient, the pump was accidentally started outside the patient causing purge/priming alarms. The procedure was aborted as they could not troubleshoot the issue and the pump was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation of pump did not start and priming issues has been completed. The pump was returned for investigation. No physical damage was present on the returned product. The red lumen was seen partially removed from the pump. The red lumen was removed before testing the pump in a bucket of water. No damage was noted on the red lumen. The pump was run according to specifications in the bucket of water, and the priming steps were successfully performed. Only lt and imc logs were provided for the case run. The lt log shows the case start on console ic10749, and a pump stop-motor current high alarm was reported after several repeated case start complete notifications. The imc log was reviewed, and it was observed that there were several back keypress events to go back from step 7 (start impella screen) to step 6 (enter purge fluid information) during the case start, along with a purge pressure open alarm. According to the clinical details, the purge cassette tubing was loose and disconnected from the purge bag during priming. The cause of the priming issue was most likely use related to loose purge tubing connection. The cause of the pump did not start issue was a red lumen removal issue since pump was accidentally started outside of the body without removing the red lumen.